Event description:
Account called in and alleged that the stretcher will raise up hilow fine, but then the head end will drift down to the trendeleburg position in about 5min. There were no reported injuries from this issue. Repair has not been completed at this time.